Event description:
It was reported that the patient had had two deep brain stimulator systems installed in 2010 and 2011 for tremor control and due to complications both devices and extensions were removed. The patient still had leads implanted and had been told he could not have an MRI done due to the leads that were implanted and not connected to anything. The patient needed an MRI of their shoulder/knee. No outcome was provided. Further follow-up is being conducted, if additional information is received a supplemental report will be submitted. Reference manufacturer¿s report number: 3004209178-2015-07838.

Manufacturer narrative:
Concomitant products: product ID 7426, serial # (B)(4), implanted: (B)(6) 2011, product type implantable neurostimulator; product ID 7482a40, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3387s-40, lot # v556156, implanted: (B)(6) 2011, product type lead; product ID 3387s-40, lot # v407602, implanted: (B)(6) 2010, product type lead; product ID 7438, serial # (B)(4), product type programmer, patient; product ID 7482a40, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3387s-40, lot # v407602, implanted: (B)(6) 2010, product type lead; product ID 7438, serial # (B)(4), product type programmer, patient; product ID 3387s-40, lot # v556156, implanted: (B)(6) 2011, product type lead. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# v556156, implanted: (B)(6) 2011, product type: lead. Product ID 3387s-40, lot# v407602, implanted: (B)(6) 2010, product type: lead. Product ID 3387s-40, lot# v556156, implanted: (B)(6) 2011, product type: lead. Product ID 3387s-40, lot# v407602, implanted: (B)(6) 2010, product type: lead. Product ID 7426, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID 3387s-40, lot# v556156, implanted: (B)(6) 2011, product type: lead. Product ID 3387s-40, lot# v407602, implanted: (B)(6) 2010, product type: lead. Product ID 7438, serial# (B)(4), product type: programmer, patient. Product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID 3387s-40, lot# v407602, implanted: (B)(6) 2010, product type: lead. Product ID 7438, serial# (B)(4), product type: programmer, patient. Product ID 3387s-40, lot# v556156, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
Additional information received reported the patient was still having concerns with their device or therapy. The patient had had the left brain operation on (B)(6) 2010 which had been done correctly and it had eliminated the tremors in the patient's right hand. On (B)(6) 2011 the patient had the second deep brain stimulator placed, bilaterally on the right side. This operation had caused many problems. The electrode was not placed in the precise spot. The incorrect placement of the electrode caused problems with every movement activity in the patient's brain. Later the patient had blood in his brain, the deep brain stimulator system was left on and when the blood got deep enough that both 'tips' were covered arching occurred. The arching then ate lesions in the brain area around the electrode tips. The brain lesions had caused all the 'movement' problems to be permanent. They had tried reprogramming 10 times without obtaining tremor control or eliminating the movement problems. They had used the wrong program method, unilateral method. The movement problems were caused by the deep brain stimulator operation in 2011. Both of the deep brain stimu lator systems could never be turned on because of the brain lesions. The wires and 'pacemakers' were removed. It was too dangerous to remove the electrodes. Part of the patient's problems included tremors, vision, choking, constipation, urinary, walk and balance. The patient had to live with these problems for the rest of their life.